Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified this device has not been in for service previously. The customer reported issue was confirmed through visual inspection. The lock status was found not to be working. The root cause of the issue was a defective latch/lock sensor. The latch /lock sensor was replaced. The motor was replaced as it was found to be over 6 million rotations. The device then passed all tests after the repairs.

Event description:
The customer returned the product for device cassette was not locking, during device evaluation, a defective latch/lock sensor was identified. There was no patient involvement.